Manufacturer narrative:
(B)(4). No product returned. The reported issue was not confirmed as there were no photographs or sample received from the customer. Per the specification line 6, l13 tubing was connected by the customer to the 1/4x1/4x1/4 y with a luer lock, located on line 18. The device history record (DHR) was reviewed there were no issues noted for the component, tubing or assembly of the lines. The inspection data for the tubing and the connector was reviewed and no discrepancies were noted, all inspections passed. As indicated per the specification, the connection where the issue occurred was a customer made connection. We were unable to perform any further evaluation of the tubing or the connector as no sample was received. As indicated per the instructions for use (IFU) section 7 "inspect all connections for leaks of any kind, fluid or gas, from inside the circuit to outside, or vice versa. Tie-band and tighten all connections in the circuit. Push tubing past the second barb for user made connections." All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. The case level gtin for this pack is (B)(4). The production identifiers are (B)(4).

Event description:
The customer reported that during cardiopulmonary bypass (cpb), ¿the 1/4 x 1/4 y luer lock on line 15 on page 4/5 had the open end of line 6 l13 attached to it. It came off when the cardioplegia was needed for the position and there was approximately 250 ml of blood loss.¿ the most likely scenario based on the specification is that the customer made connection of line 6, l13 tubing to the 1/4" y connector on line 18, disconnected. This resulted in approximately 250 ml of blood loss. There was a delay to the procedure. The product was not changed out as the tubing was reconnected. The surgery was completed successfully. There was no indication that the patient required a transfusion.